Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter, catalog # 10439011, s/n: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After transseptal puncture, ablation was performed on the left superior pulmonary vein (lspv) roof. After 4 radiofrequency applications, the patient became bradycardic and hypotensive. Noradrenaline was administered and coronary sinus pacing was initiated. Patient remained hypotensive. Pericardial effusion was confirmed via soundstar catheter. Pericardiocentesis yielded an unspecified amount of fluid. Bleeding continued and the patient was transferred to a nearby facility. Patient outcome is improved. Factors cited that may have contributed to the adverse event include the patient¿s large respiratory movements. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. It was noted that the injury may have occurred during ablation phase. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode at 30 watts with duration of 30 seconds. There is no information regarding power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. During ablation, contact force was approximately 15 grams. Physician indicated that the contact force may have transiently increased secondary to respirations. There is no information regarding spi value, catheter proximity, or catheter re-zeroing. There were no errors observed on any bwi equipment during the procedure.